Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. : synergy ii us mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts stretched distally past the distal marker band as far as the mid tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. The damaged stent stretches to the tip, but no tip damage was noted. A visual and tactile examination of the hypotube found a hypotube break located 102cm distal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27jun2019. It was reported that crossing difficulties were encountered. A 3.50 x 38mm synergy ii drug eluting stent was advanced for dilation however the stent was not able to cross the lad lesion due to highly calcified artery. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage and hypotube detached/separated.